Event description:
During deployment of the mynxgrip vascular closure device (vcd), the sealant was stuck inside the 6f competitor's sheath. There was no patient injury. Manual compression was used to achieve hemostasis for less than thirty minutes. The physician properly prepped the vcd, inserted into sheath, inflated balloon, then pulled back feeling both points of resistance. The physician then shuttled down and went to pull the sheath with colored handle back and sealant was glued to inside of sheath. The vcd and sheath was then removed and manual compression was used to achieve hemostasis. Device was not saved for evaluation.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During deployment of the mynxgrip vascular closure device (vcd), the sealant was stuck inside the 6f competitor's sheath. There was no patient injury. Manual compression was used to achieve hemostasis for less than thirty minutes. The physician properly prepped the vcd, inserted into sheath, inflated balloon, then pulled back feeling both points of resistance. The physician then shuttled down and went to pull the sheath with colored handle back and sealant was glued to inside of sheath. The vcd and sheath was then removed and manual compression was used to achieve hemostasis. The product was not returned for analysis. A product history record (phr) review of lot f2126701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place while withdrawing the balloon catheter through the advancer tube lumen and/or a proper position of the tamping tube was not maintained during catheter removal, these elements could cause the sealant to be dislodged from the vessel wall. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.